Manufacturer narrative:
(B)(4)

Event description:
It was reported " the balloon damaged during the using". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that does not match the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample was the supplied datascope driveline tubing. Upon return, the teflon sheath was noted on the iabc; blood was noted in the sheath sidearm. The one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Some blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0059in-0.0063in and was within specification of pro-cess document. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. Dried blood was noted within the one-way valve. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Upon aspiration, water was unable to be pulled into the syringe. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc bladder membrane at ap-proximately 22.5cm from the distal tip. The leak site was consistent with contact from a sharp ob-ject; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. Resistance was noted at approximately 5cm from the iabc distal tip. The guidewire was able to advance through the central lumen. Some blood and debris was noted. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before inserting the guidewire. Another attempt to aspirate and flush the catheter was successfully completed. A device history record (DHR) review was conducted for the lot number with no rele-vant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "balloon damaged" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder and this caused the re-ported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifica-tions were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action is required at this time. This will be monitored for any developing trends.

Event description:
It was reported " the balloon damaged during the using". Additional infomation states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".